Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reportedly experienced a bent cannula in their infusion set that resulted in diabetic ketoacidosis (dka) and hospitalization. The user's blood glucose (bg) levels reached 657mg/dl and lasted 3 days. The patient received treatment which included an intravenous and insulin drips. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.